Event description:
Customer discovered particulate (3-4 "chuncks" of plastic) in the lumen of a contrast injection line when drawing back for a medrad injection. The line is packaged in custom convenience kit. There was no pateint injury.